Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01654. It was reported one of the patient's leads migrated and the patient could no longer receive effective stimulation. As a result, the patient's scs system was explanted and replaced on (B)(6) 2016. Both leads are being reported because it is unknown which lead migrated.